Manufacturer narrative:
Date of event - estimated. Date of implant - estimated. (B)(4). The device was not returned for evaluation. A review of the lot history record and complaint history could not be conducted because the lot number was not provided. The investigation was unable to determine a conclusive cause for the reported inflation problem; however, the reported treatment appears to be related to the operational context of the procedure. There is no indication of a product quality issue with respect to the design, manufacture or labeling of the device.

Event description:
It was reported that the procedure was to treat a 90% stenosed left anterior descending coronary artery. After lesion pre-dilatation, a 3.25x15mm xience alpine stent was guided across the lesion. During balloon inflation at 24 atmospheres (atm) for 15 seconds to implant the stent, the balloon appeared to have waist in the middle of the stent. Additional post-dilatation was performed, and the waist resolved, fully expanding the stent. Please see article for additional information.